Manufacturer narrative:
The device was received for evaluation with a small amount of clear solution inside the bag. Visual inspection was performed and did not reveal any evidence of particulate matter in the bag. However, the injection site was noted to be damaged. The reported condition was verified. The cause of the condition was determined to exposure of the product to direct light, leading to damage of the injection site. This was determined to be a cosmetic issue that does not affect product functionality. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter identified during use of a 250ml intravia empty container. The particulate matter was discovered by the technician prior to filling and was further described as ¿ivory particles flaked off from the intravia port¿. The customer did not notice any particulate matter within the container. There was no patient involvement. No additional information was available.